Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned; however, a lot number has been provided. Upon review of manufacturing records, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after initial implant of a certas plus valve, the valve migrated/inverted in the implant site and revision was done to restore the proper orientation. Further, approximately 18 months after initial implant, the certas plus valve is blocked/occluded and a revision is planned. In a four month duration, the valve setting changed between 3 to 5, several times. The revision is planned for (B)(6) 2018. There were no reports of delay or patient harm. The product will not be returned.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The product was subsequently returned. This report has been updated to reflect the corrected information. Upon evaluation of the device, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.